Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for months that way/I bled for 6 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("woke up in the recovery room with sharp pains down there") and rash ("woke up with a rash all over ad was so itchy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, procedural pain and rash outcome was unknown. The reporter considered genital haemorrhage, procedural pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for months that way/I bled for 6 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("woke up in the recovery room with sharp pains down there"), rash ("woke up with a rash all over and was so itchy/back had rash so bad that I would make it bleed"), cyst rupture ("cyst rupture nos"), tooth fracture ("teeth chipping, breaking ") and dental caries ("teeth rotting away"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, procedural pain, cyst rupture, tooth fracture and dental caries outcome was unknown and the rash had resolved. The reporter considered cyst rupture, dental caries, genital haemorrhage, procedural pain, rash and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: cyst rupture, tooth fracture, dental caries. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter's information added. Events- teeth chipping, breaking and teeth rotting away were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for months that way/I bled for 6 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("woke up in the recovery room with sharp pains down there") and rash ("woke up with a rash all over and was so itchy/back had rash so bad that I would make it bleed"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the genital haemorrhage and procedural pain outcome was unknown and the rash had resolved. The reporter considered genital haemorrhage, procedural pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event back had rash so bad that I would make it bleed was added. Outcome of previously reported event woke up with a rash all over and was so itchy was reported as recovered. Date of hysterectomy was added as (B)(6)-2014. Reporter was added. On (B)(6)2020: reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for months that way/I bled for 6 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("woke up in the recovery room with sharp pains down there"), rash ("woke up with a rash all over and was so itchy/back had rash so bad that I would make it bleed") and cyst rupture ("cyst rupture nos"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, procedural pain and cyst rupture outcome was unknown and the rash had resolved. The reporter considered cyst rupture, genital haemorrhage, procedural pain and rash to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: cyst rupture quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter's information added. Event: raptured cyst were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('I bled for months that way/I bled for 6 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("woke up in the recovery room with sharp pains down there") and rash ("woke up with a rash all over ad was so itchy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, procedural pain and rash outcome was unknown. The reporter considered genital haemorrhage, procedural pain and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.